Manufacturer narrative:
(B)(4). Sample evaluation: the reported issue of two accusource tubing sets not being attached to the manifolds was confirmed during sample evaluation by baxter personnel. The root cause was due to a cracked/broken check valve in the (B)(4), in the clear part of the green line. The batch review revealed that all of the acceptance criteria were met to release the lot. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Further investigation revealed that the root cause for "the green lines were not attached to the manifolds" could not be determined.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number.

Event description:
Baxter received a complaint from a facility involving accusource tubing set (lot number r11k12075). According to the facility, the green line was not attached to the manifolds. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available. No additional information was available at this time.